Event description:
Clear care contact lens cleaner, made by ciba vision, apparently needs to be left in its special case for at least 6 hours to naturalize the hydrogen peroxide in the solution. My (B)(6) y/o daughter had done this just mentioned procedure, but then thought her hands were dirty or something and squirted some of this solution on her contacts before inserting one. Upon insertion, her eye immediately began burning with severe pain, she had to manage digging out the burning contact lens from her injured eyeball and then rinsed her eye under running water while screaming for me. After allowing for 15 full mins of eye rinsing while I read the stupidest [yep it's a word] bottle labeling I have ever seen. I took her to our local emergency room where she was diagnosed with a burned cornea. She was given burn cream, antibiotic cream, antibiotic drops, and painkillers; "man am I pissed." I find the labeling absolutely inadequate. Product labeling deemed "important" would be adequate for a topic such as an expiration date. A product that may burn your cornea may be more accurately labeled as "warning" or "danger," dont you think ? I find the product labeling suggestion that "red cap" translates to "never put in or around your eye" to be viciously hilarious. Truly? Thank you for that warning. Now that I think of it, my milk has a red cap; my chapstick has a red cap. Oh dear lord, I need to go now and find all the other red caps in the house. I would have filled this out earlier if I knew it existed or how to find it. I had to call customer service on the FDA webpage to find out where this voluntary reporting system was located.